Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4, and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion of foreign material in the air/water (aw) channel, aw cylinder, and aw auxiliary water channel but the type of the material or root cause cannot be identified. Although a definitive root cause cannot be determined, the foreign material was possibly not removed since reprocessing was not conducted properly for a leakage due to a pinhole on the biopsy channel. The event can be prevented by following the instructions for use which state: "IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the air/water cylinder, the air/water tube, and the jet tube on the colonovideoscope had foreign objects. There were no reports of patient involvement.